Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Plastic rp impactor broke into two pieces during surgery.

Manufacturer narrative:
Examination of the returned device confirmed the reported breakage. The instrument is old (mfg 2002) and has been subjected to heavy usage over time. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of wear out through normal use and servicing as the root cause, the need for corrective action is not identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.